Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log. The cause was determined to be caused by a failed ultrasonic sensor. A failing ultrasonic sensor can induce false detection of air in tubing. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line issue. There was no patient involvement. No additional information is available.